Manufacturer narrative:
Concomitant product: product ID 3487a-56, lot # va09n88, product type lead. (B)(4).

Event description:
It was reported the patient had episodic allodynia over the right abdominal stimulator. The patient also had burning pain around the area of the extension connection to the stimulator within the pocket. A lidoderm patch was applied over the stimulator site and the patient was also reprogrammed for interventions. The event was noted as both resolved without sequelae and ongoing. If additional information is received the event will be re-evaluated. Additional information reported the event was related to the stimulator. Additional information received reported that the event was still ongoing/unresolved. The patient was still reporting the same symptoms on (B)(6) 2015. Additional information reported the event was unresolved with no further actions planned. 2016-01-25 clinical update x2 (sdy, hcp, rep): additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had episodic allodynia over the right abdominal pulse generator. The patient noted burning pain around the area of the neuro electrode extension connection to the pulse generator within the subcutaneous pocket. Diagnostic methods included a physical examination was unchanged from prior examination with exception of incisional healing without evidence of infection. The patient had burning pain around the area of the neuro electrode extension connection to the pulse generator within the subcutaneous pocket.